Manufacturer narrative:
(B)(4). Method: the complaint mr290hfv high frequency vented humidification chamber was not returned to fph in (B)(4); however, 28 sealed mr290hfv chambers with the same lot number as the complaint chamber were returned for inspection. Results: no damage was observed to the returned mr290hfv chambers. A lot check revealed one other complaint of this nature for lot number 141028. Conclusion: no fault was found to the returned chambers. However, we were unable to determine the root cause of the reported fault as the actual complaint device was not returned to us for further investigation. An attempt was made to obtain additional information regarding the reported fault but the information we received were not sufficient to establish the root cause. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. Our user instructions that accompany the mr290hfv high frequency vented humidification chamber state the following: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."; "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; "use only the mr290hfv with the sensormedics 3100b." "Set appropriate ventilator alarm."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290hfv high frequency vented humidification chamber, with lot number 141028, had cracked while being used on a patient. It was also reported that it happened to four other chambers from the same lot. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint mr290hfv high frequency vented humidification chambers are en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290hfv high frequency vented humidification chamber, with lot number 141028, had cracked while being used on a patient. It was also reported that it happened to four other chambers from the same lot. No patient consequence was reported as a result of this incident.